Event description:
It was reported that during a l.g. Procedure, the first reload was fired successfully but the second and third reloads failed. The staples of the distal half of the second reload malformed and the blade can't transect the distal part. The blade failed to transect the last 1/3 of the tissue on the third reload. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.